Event description:
It was reported that 5 venflon 2 bl 22ga IV cannula had a failed safety mechanism. The following information was provided by the initial reporter: "the hcp felt that the needle seemed to get caught by something when being retracted. Bd is required to inspect all of 77 products returned."

Manufacturer narrative:
H.6. Investigation summary: the samples were received by bd for evaluation. A quality engineer was able to review the returned (77) venflon 22ga from lot # 9168851 product # 391451 with the reported issue of ¿the hcp felt that the needle seemed to get caught by something when being retracted¿. A device history review was conducted for lot number 9168851. Bd bawal received 77 samples from customer for investigating the reported defect. The investigating team has performed the needle penetration test on all the 77 samples and found one sample (no. 28) to be out of specification. The number 28 sample found out of specification was tested in smart scope for the blunt needle and found to be blunt. The probable root cause that causes a blunt cannula or blocked cannula are due to: 1. Negative trim caused because of malfunction of station no 11 the retention sample was tested for the negative trim and were found to be within specifications. 2. The other reason might be blunt cannula which is caused due to damage in tip of cannula on station # 21 when there is improper dropping of cannula. The customer samples tested for needle penetration force and 76 samples were found to be within specification. The probable blockage the hcp felt in the needle seemed to get caught by something when being retracted could be practice issue. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.(B)(4).

Event description:
It was reported that 5 venflon 2 bl 22ga IV cannula had a failed safety mechanism. The following information was provided by the initial reporter: "the hcp felt that the needle seemed to get caught by something when being retracted. Bd is required to inspect all of 77 products returned."